Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device. After replacing battery and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: energy storage system problem. Section h6 results code of initial MDR should indicate: no device problem found. Section h6 conclusion code of initial MDR indicates: cause traced to component failure. Section h6 conclusion code of initial MDR should indicate: cause not established. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device. After replacing battery and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The battery and battery pins are replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.